Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that the vns patients' device was unintentionally set to the system diagnostic settings following the initial implant surgery. Analysis of the programming history for the patient's device revealed that an intraoperative system diagnostic test faulted and generator was set to the system diagnostic settings. A final interrogation was performed intraoperatively, but the settings were not changed back to the intended settings. The patient has followed up with the treating physician and the generator was reprogrammed to the intentional settings.